Event description:
Patient (user) experienced a uti concurrent with catheterization and went to emergency room (not admitted). She took a course of two antibiotics and is fine now. She stated she was not sure what actually caused the infection.